Event description:
It was reported by the patient that the pod was not delivering insulin in which resulted patient's blood glucose level rose to 500 mg/dl while wearing the pod for unknown duration. The patient went to the emergency room (ER) for medical attention on (B)(6) 2026 due to high bg with ketones. As treatment, the patient received insulin drip and potassium as well as blood work. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.